Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, d4, d9, g3, g6, h2, h3, h4, h6, h10. The device was returned to the factory for evaluation on 03/07/2024. An investigation was conducted on 03/14/2024. A visual inspection was conducted. Signs of clincial use and no evidence of blood was observed. There were no visual defects observed on the intact power supply. An electrical evaluation was conducted.an electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter and the returned power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. Based on the returned condition of the device, the reported failure "intermittent continuity" was not confirmed. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Event description:
N/a.

Event description:
Related to (B)(4). The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 had no energy transfer when attempting to seal and cut the branch. The beeping sound was not heard when the toggle was pulled back to activate the device. The extension cable was switched out, but no energy was transferred to seal the branch. A new kit was opened to complete the procedure. The device worked intermittently. The team then worked with the power supply to see if that was the cause and found that holding the power cable into the power supply would allow the jaws to seal and cut tissue. Power supply from the another room was used to complete procedure. There was a procedural delay. No patient injury.

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g3, g6, h2, h6, h10. The device was returned to the factory for evaluation on 03/07/2024. An investigation was conducted on 03/14/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact power supply. An electrical evaluation was conducted. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter and the returned power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An engineer evaluation and final testing of the power supply was conducted on 04/02/2024. Using a a fluke 8846a precision multimeter ID# bmram ID# (14287), per mcv00030545 rev. B, equipment calibration procedure for vasoview power supply. The following results were observed: no load voltage: 5.51vdc; low current output: 4.01amps dc; high current output: 5.95 amps dc. The complaint vasoview hemopro power supply passed all three output tests verifying that this power supply is operating within specifications. Based on the returned condition of the device, the reported failure "intermittent continuity" was not confirmed.

Event description:
N/a.